Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing wound dehiscence at the ipg site, confirmed by a leakage coming from the ipg pocket. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was relocated to the other side. Postoperatively, the wound has healed.

Manufacturer narrative:
Date of event is estimated.